Manufacturer narrative:
The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling.

Event description:
Consumer reported heating pad caught fire, burning a hole in her mattress, sheets, electrical blanket, and bedspread. There was no physical injury to the consumer.